Event description:
It was reported that before use during inspection, the cs100 intra-aortic balloon pump (iabp) had an alarm loop leak. There was no patient involved.

Manufacturer narrative:
Due to character limitations the complete e1 - site name/tel. - (B)(6) a supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h6(investigation type, investigation findings & investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and the alarm loop of the equipment leaked. The detection found that there was a leak at the interface of the safety disk. After applying the sealing material, the functional parameters of the equipment were normal and delivered for clinical use.